Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after filling the cartridge with insulin. Reportedly, the cartridge was filled with 200 units of insulin, and after 10.2 units of insulin was delivered, the insulin gauge showed an inaccurate amount of 60 units of insulin. There was no impact to the customer's blood glucose level. Tandem technical support informed the customer that the insulin gauge will start trending downwards from 60 units, once the insulin gauge eventually reaches 60 units. The customer declined to reload the cartridge and declined a follow-up call from tandem technical support. There was no impact to the customer's blood glucose level.